Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the alinity c-series cuvtte d and tightened the cuvette washer assembly, resolving the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) verifies no subsequent issues have been reported related to falsely depressed patient results after service intervention. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the alinity c-series cuvtte d and cuvette washer assembly did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c-series cuvtte d and cuvette washer assembly were identified.

Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for a patient sample. The following data was provided (customer¿s reference range 135-146 mmol/l): on (B)(6) 2025, sample ID (B)(6), initial result = 111 mmol/l. On (B)(6) 2025, same patient, new sample obtained. Sample ID (B)(6), result = 139.1 mmol/l . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 - patient identifier: sids (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for a patient sample. The following data was provided (customer¿s reference range 135-146 mmol/l): (B)(6) 2025 sample ID (B)(6) initial result = 111 mmol/l (B)(6) 2025 same patient, new sample obtained. Sample ID 111973761 result = 139.1 mmol/l no impact to patient management was reported.